Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high impedance on the rv defib coil. A connection issue was suspected between the lead and implantable cardioverter defibrillator (ICD) device. The pocket was reopened and the lead was visually inspected in the header of the device. The lead was detached, inspected further, reattached, and finally tested through the device. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407652 lead, implanted 2006-(B)(6). (B)(4).